Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon investigation the monitor failed a pulse test. A supplemental report will be submitted upon completion of a root cause analysis. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.